Event description:
It was reported during a procedure, when the screw extractor was used to extract an acutrak screw, the screw extractor didn't fit the screw well, and the tip of the screw extractor broke. The surgeon was able to remove the broken piece of screw extractor from the patient. No adverse patient consequences were reported, and this issue did not prolong the procedure. This report is related to report number 3025141-2023-00110 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned screw extractor was inspected under magnification. Under magnification, the batch number was confirmed as 535477, and a torsional fracture pattern was found starting where the teeth on the device end. The screw involved in this event was not returned for evaluation. A torsional fracture pattern likely indicates an excessive twisting load (torsion); however, based on the information received and due to unknown procedural conditions, the root cause could not be determined.